Event description:
A customer reported a high reading issue with the adc device. The customer reported an unspecified high sensor reading, and was dizzy and experienced seizure. The customer was treated with condensed milk by a third-party, and then consumed a chocolate milk-shake and croissant. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Sensor plug is not properly seated and no physical damage is observed on the sensor patch. Sharp was returned and observed sticking through the plug. The sensor was found to be in sensor state 1 indicating the sensor was never activated with insertion failure (event log 2). Therefore, the complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high reading issue with the adc device. The customer reported an unspecified high sensor reading, and was dizzy and experienced seizure. The customer was treated with condensed milk by a third-party, and then consumed a chocolate milk-shake and croissant. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Sensor plug is not properly seated and no physical damage is observed on the sensor patch. Sharp was returned and observed sticking through the plug. The sensor was found to be in sensor state 1 indicating the sensor was never activated with insertion failure (event log 2). Therefore, the complaint is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted. This also serves as a correction as h6 (adverse event problem), h10 (addtl mfg narrative) was incorrectly documented in the previous report. Correction has been made.

Event description:
A customer reported a high reading issue with the adc device. The customer reported an unspecified high sensor reading, and was dizzy and experienced seizure. The customer was treated with condensed milk by a third-party, and then consumed a chocolate milk-shake and croissant. There was no report of death or permanent injury associated with this event.